Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause of the reported that a chemotherapy infusion intended to be completed in 24 hours has delayed completion for "more of less 10 hours" was not determined as no devices were returned for the investigation.

Event description:
It was reported that a chemotherapy infusion intended to be completed in 24 hours has delayed completion for "more of less 10 hours." There was patient involvement, but the outcome is unknown.

Event description:
It was reported that a chemotherapy infusion intended to be completed in 24 hours has delayed completion for "more of less 10 hours." There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a chemotherapy infusion intended to be completed in 24 hours has delayed completion for "more of less 10 hours." There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Remedial action required, remedial action # imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of chemotherapy was not confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The incident administration set was not returned for this investigation; therefore, testing could not be performed. A review of the suspect pump module s/n: (B)(6) error log was performed, and no error or anomalies were noted on the reported event date. On (B)(6) 2025 an infusion was programed and started on the suspect pump module at a rate of 14.5 ml and a volume to be infused (vtbi) of 120 ml. The vtbi was reprogramed to 127 ml/hr. A primary volume infused (pvi) of 0.033 ml was recorded. At 10:11 pm the pump module alarmed for door open, and the unit was removed. A pvi of 4.148 ml was recorded. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can refelt the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could not be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please ensure proper assembly and retorque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental findings, physically abused components or any third-party parts found. Root cause: the root cause for the reported under infusion was not determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Note that this report lists imdrf annex a040502, a1801, g04037, g02017, c0601, d0302, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: date received by manufacturer.

Event description:
It was reported that a chemotherapy infusion intended to be completed in 24 hours has delayed completion for "more of less 10 hours." There was patient involvement, but the outcome is unknown.